Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported battery failure (red alarm) has been completed. Aic logs confirmed the reported failure. There was a battery failure alarm and a battery 2 communication failure alarm due to low pack voltage. Additionally, a battery level low and battery failure (v<12v) was triggered on the same power on. The ltpowerdata from the complaint date showed a cell voltage decline in only one of battery 2¿s cells which occurred as the battery failure alarm triggered. The failure mode was reproduced on an engineering bench. The battery 2 pack voltage was measured to be 3.5 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). Battery 2 was replaced to resolve the failure alarm. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a battery failure. No patient involvement was reported.